Event description:
It was reported that bd ultra fine¿ pen needle tip broke during use. X-ray did not find anything. The following information was provided by the initial reporter: material no. 320109 batch no. 8311928. It was reported that the tip of the needle was broken after he removed the needle from injection site and insulin squirted on his face. X-ray was performed and nothing was found. Verbatim: parent of a consumer noticed tip of the needle was broken. When he removed the needle after the injection, insulin squirted on his face and he noticed the needles tip was broken. He compared it with other needle and noticed needle didn't match with the other needle. He called the nurse and he was suggested his son takes an x-ray and they did not find anything inside and notified him the needle was broken before the use. He does not do visual test on the needle to see if its straight. Advised him to do visual test on both end prior using the needle. He does the priming before the injection.

Manufacturer narrative:
Investigation: customer returned (1) used 31g x 8mm bd pen needle without a tear drop label attached, and 1 humalog kwikpen. Parent of a consumer noticed tip of the needle was broken. When he removed the needle after the injection, insulin squirted on his face and he noticed the needles tip was broken. The returned sample was examined and exhibited a broken patient end cannula. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the pe cannula break is human error during use of the pen needle. The broken pe cannula would then be the cause of the reported leakage issue. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle tip broke during use. X-ray did not find anything. The following information was provided by the initial reporter: (B)(4). It was reported that the tip of the needle was broken after he removed the needle from injection site and insulin squirted on his face. X-ray was performed and nothing was found. Verbatim: parent of a consumer noticed tip of the needle was broken. When he removed the needle after the injection, insulin squirted on his face and he noticed the needles tip was broken. He compared it with other needle and noticed needle didn't match with the other needle. He called the nurse and he was suggested his son takes an x-ray and they did not find anything inside and notified him the needle was broken before the use. He does not do visual test on the needle to see if its straight. Advised him to do visual test on both end prior using the needle. He does the priming before the injection.